Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Lens was discarded.

Event description:
It was reported that a pcb00 model intraocular lens(iol) would not unfold after being implanted into patient's operative eye. Surgery was extended by 10 minutes, sutures were needed to close the wound. The lens was removed and the procedure was completed using a lens of different model but same diopter. Suspect product was discarded. No further information available.

Manufacturer narrative:
Additional information: upon further review it was noticed that reason for h3 "product not being returned" has not been explained in section h10 (which was required) when the initial report was submitted. Therefore, this supplemental report captures that information. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.